Event description:
A health care professional (hcp) via a manufacturer representative reported he suspected that the battery had a short longevity. Impedance was stable around 1500 ohms when test stimulation wave output was setup as 1.5 v. There was no big change in longevity; longevity was still 26-44 months. Approximately four (4) months just have passed since implant procedure; however, the reported device was estimated to be short life with capacity at 29-49 months and longevity at 29-59 months. Devices settings were as follows: 1.2v, 201 us, 14 hz/pps, bipolar, 3+0-, and noted impedance as #0-2, 0-3 at > 4000 ohms. It was suggested that the device remain in use and sent for analysis at replacement of the battery. No interventions/actions taken and the issue was not resolved at the time of the report. The consumer's underlying disease was noted as bowel incontinence.

Manufacturer narrative:
Additional information indicated the implant date was (B)(6) 2016 not (B)(6) 2016.

Event description:
Additional information received from the representative reported the longevity estimate on (B)(6) 2016 was 27.2-47.4 months and on (B)(6) 2016 was 29-50 mons.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.